Event description:
It was reported that the flexible bronchoscopy was performed as scheduled. When the physician started the rigid, upon the approach to the airway the lense and other contents fell out of the 0 degree telescope grasping forcep. The scope was replaced and procedure resumed. Airway was inspected for foreign bodies and cxr was performed post op and read by a radiologist. Scope info as follows (B)(4).